Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the drain had detached from the infusion set during the night. This resulted in high blood glucose level of 350 mg/dl. No further information available.